Event description:
The surgeon had performed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Post-operatively, the surgeon reviewed the patient x-rays and stated that the acetabular cup placement appeared about 10 degrees off in inclination as well as anteversion.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. The x-ray was analyzed using (B)(4)'s method. Based on the x-ray, the inclination was calculated to be 27.9 degrees and anteversion of 22.8. The planned inclination was 40 degrees and planned version was 20 degrees. The surgeon's assessment was accurate for the inclination values. The root cause at this time ins inconclusive; however, based on review of the case session file data, it is suspected the following factors contributed to the event: sub-optimal pelvic registration; incorrect cup plane capture technique; and possible cup movement after impaction. Results of the investigation have been communicated to the complainant, as well as recommendations based on the application user guide.